Manufacturer narrative:
Results evaluations (other): investigation: the returned unit was functionally tested and the report of leakage was confirmed. The source of the leakage was identified as a puncture of 0.6mm, 25mm from the distal tip of the tube. A review of our complaints history confirmed this to be the first complaint for this product lot. There have been complaints of deflation in use on this product code, these are historical and do not indicate a systematic failure during MFR. A technical documentation review was carried out which raised no anomalies and confirmed the presence of a cuff inflation checked carried out on 100% of this product line. Root cause: it is unclear whether the sample was pre-tested in accordance with the product instruction for use leaflet. However, we feel the most likely cause for this event is that the cuff became punctured following inflation of the cuff. Though, these products are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. This report has been logged for trending.